Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be confirmed in a testing environment as it was related to operational context of the procedure. The reported difficulty to position and difficulty to remove could not be confirmed, as the catheter and guiding catheter used in the procedure were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During positioning at the lesion, the device interacted with the guiding catheter causing the reported difficulty to position and subsequent material deformation of the stent. The decision was made to remove the device; however, the stent damage caused further interaction with the guiding catheter during removal causing the reported difficulty to remove. The device and the guiding catheter were successfully removed as one unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: versaturn, guide cath: jr3.5, stent: xience alpine 3.0x38 mm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, de novo, mildly calcified lesion in the mildly tortuous proximal right coronary artery. The lesion was pre-dilated with a 3.0x20 mm trek balloon dilatation catheter (bdc) and the 3.0x38 mm xience alpine stent was implanted middle to proximal. The 3.5x33 mm xience alpine was then delivered to the lesion but there was resistance noted with the previously implanted xience alpine stent. During positioning of the 3.5x33 mm xience alpine stent, the guiding catheter protruded and pressed on the proximal edge of the stent, causing a flared stent strut that was seen angiographically. The guiding catheter and the xience alpine were removed together because they were stuck together and a new 3.5x38 mm xience alpine stent was implanted. Post dilatation was performed with a 3.5x20 mm nc trek bdc. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.